Manufacturer narrative:
The device is available for investigation-it has not been received.

Event description:
The event involved a microclave® clear connector. The reporter stated that on the morning of 01-dec-2023, in the facility's oncology day hospital, while assisting the same patient, when the set was connected to the peripherally inserted central catheter (PICC) extension, the tube was washed with saline solution and the saline came out for the first time through the microclave casing, at the connection with the extremity where the luer thread begins. When the splashes were observed, the set was removed and a second connector was inserted and the same thing happened, with drops of saline coming out of the same place. This happened with 4 connectors and the 5th one worked fine. The event occurred during patient use, there was no delay in therapy, no adverse event and no one was harmed as a result of this event. This is the fourth of four events.

Manufacturer narrative:
Date returned to mfg on 12/19/2023. A video was shared by the customer, where a drop of solution is observed coming from the spike and the microclave's body, once that the device is connected with a bd syringe. No additional damage or anomalies are confirmed. Seven samples item #011-mc100, (three new and four used) were returned for evaluation. As received an unknown solution residuals was observed inside the used samples. No mating device was returned for evaluation. Each sample was tested as per procedure and no leaks were observed on any sample after the test. The returned samples were tested as per procedure and no leaks were confirmed. However based on the leak observed from the video shared by the customer, complaint of leaks can be confirmed. Nevertheless, based on the incomplete syringe insertion shown on the video and where they described the leaks "the connection with the extremity where the luer thread begins". The probable cause was due to no fully connected the microclave and the syringe during use, based on the direction for use (dfu) statement.- attach administration device by pushing straight into the connector and twisting until secure. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.